Event description:
It has been reported to philips that the customer was unable to charge the wireless footswitch with various chargers. The system was not in clinical use when the issue was identified. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Per the information collected, there was a charging issue with the footswitch. Based on the information provided, the issue is most likely caused by a battery issue or a mechanical defect. Philips has not been able to determine the root cause of the reported problem. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips has initiated a medical device correction/field safety corrective action for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. A previous complaint indicated that a serious injury occurred due to a connection problem with the wireless footswitch, and therefore there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed all wireless footswitch connection issues as reportable, despite the cause not being the same, as the symptoms are the same. At the time this complaint was received, philips did not have enough information to exclude a connection failure related to an old design wireless footswitch and as such the complaint was reported. There was no allegation of a wireless connection issue, therefore based on the investigation results, philips concludes that the complaint is not reportable. There are currently no wireless footswitches or base stations available for replacement. The customer currently uses the wired footswitch instead of the wireless footswitch. Codes were updated based on the investigation outcome.